Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 26mm commander delivery system was returned for examination and confirmed the reported event. A visual examination found that the balloon burst longitudinally and radially. Balloon single wall thickness was measured and found to be within specifications. Cine imagery was reviewed and showed that the balloon burst near full inflation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed. The available information suggests patient factors (calcification) likely contributed to the event as the customer reported that there was moderate mitral annular calcification in the landing zone along with the pre-existing bioprosthesis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter mitral valve replacement (tmvr) procedure (inside a pre-existing surgical valve) using a 26mm sapien 3 ultra valve, during inflation the commander delivery balloon ruptured. The valve was in good position and stable the commander delivery system was removed. A 25mm true balloon was advanced and used to make sure the valve was fully inflated. The patient tolerated the procedure well.